Event description:
In april during injection, pen needle broke off in customer's stomach. She saw two doctors who could not remove the needle. She was advised that needle would pass out of her system. Received medical bills with product return, which indicated that customer had x-rays taken for the needle broke off.

Manufacturer narrative:
Eval summary: customer returned (74) sealed 12.7mm x 29g pen needles from lot# 8277183. Customer states that the pen needle broke off in her stomach. Thirty out of 74 received pen needles were examined and no bent, broken, or detached cannula was observed on any of the examined samples. Since the sample involved in the incident was not returned by the customer, complaint cannot be confirmed as a defect. Complaint history check yielded no other complaints for similar condition for the lot reported. Device history review was conducted and no anomalies related to the defect were noted. Quality will continue to monitor on monthly trend reports.